Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant remains in the patient. Globus tested an in-house implant of the same size. The test showed that applying counterclockwise torque to a fully contracted implant can cause the drive screw and back ramp to separate from the endplates and front ramp, which is consistent with the case scenario.

Event description:
It was reported to globus that a patient was complaining of leg pain three months after initial surgery. An MRI was taken that suggested the rise spacer may have been touching a nerve root. The surgeon decided to perform additional surgery to reposition the spacer more anterior in order to alleviate the symptoms. Repositioning of the implant took place (B)(4) 2014. During the surgery, (posterior approach) it was reported that the surgeon contracted the implant in height (in order to advance the implant) and the implant was then advanced anteriorly. The surgeon felt the spacer was positioned too far anteriorly, so he tried to pull the spacer back posteriorly and re-expand the implant, but it would not expand. The surgeon then attempted to remove the spacer, and only part of the spacer was able to be removed. The surgeon then tried to remove the remaining part but was unsuccessful. The surgeon left the remainder of the spacer in the patient.